Manufacturer narrative:
The 8mm force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted hartmann's reversal surgical procedure, the 8mm force bipolar instrument tip was broken off. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip at the base. A piece measuring approximately 0.2915" x 0.0610" was found to be broken off and hanging. The broken piece was returned. The conductor wire was still attached and not broken. Components adjacent to this broken grip did show damage. The grip cable is frayed. Additional observation related to the reported complaint: the instrument was found with a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Components adjacent did show abnormally sharp and damages components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.